Event description:
The guide wire was inserted into the patient and was advanced forward into a pda small branch that was diseased. The physician inserted a stent delivery catheter and had difficulty getting stent into place, however was successful. The physician post dilated the stent. The physician removed the stent delivery catheter and took a picture. The physician noticed that there was a dot on the wire. The physician observed on the floroscope that the radiopaque tip had become detached and was lodged in the small side branch of the pda. The physician inserted a small 2mm snare device to attempt to remove the detached tip segment, however was not successful. The physician removed that snare and inserted a guide wire and attempted to remove the detached segment, however that was also unsuccessful. The physician removed the guide wire and inserted a 4mm snare device and after some manipulation was able to successful bend the detached segment to create a fold. The phyiscian was able to snare the detached segment and remove it from the patient. The physician observed on the floroscope that a small perforation was noticed, however it closed by itself and no additional treatment to the vessel was necessary. The detached tip segment was examined and there was a piece stuck to the detached tip segment. The patient is reported to be fine.